Event description:
The biomedical engineer reported that during preventive maintenance (pm) the automated impella controller (aic) experienced power on issues, reportedly the light-emitting diodes (led) was amber, then green, and back to amber during bootup. The engineer also reported that once the console was fully booted up, the rotating knob(encoder) was not responding. There was no patient involvement.

Manufacturer narrative:
The investigation into the keyboard rotary knob (kbd) and power on issue issues have been completed. The impella automated controller (aic) was returned for investigation. The investigation of the returned console determined the complaint was reproduced on first boot of ic3441, the console booted with the front panel led lit amber and remained amber after boot. The console interior connections were inspected, all connections were normal. The console was then taken apart and known good spare parts were placed in, in an attempt to find a faulty component. The power battery manager was then inspected. Fluid ingress was discovered on the led power sub circuitry. A known good pbm was placed into ic3441. On the next boot, the led first lit amber, and transitioned to green, which is the expected behavior. The issue was not reproduced, and the console was found to be within specification and passing all testing. It is most likely that some undetermined electrostatic discharge (esd) event occurred, however the aic did not receive any permanent damage. The cause of the kbd being unresponsive was unable to be determined because the issue could not be reproduced. The failures observed by the field service engineer during preventive maintenance were caused by a malfunctioning pbm due to fluid ingress and a malfunctioning 4-in-1 due to the failure of the msc1210 microcontroller. The failure of the rpb encoder was due to the 4-in-1. The root cause of the microcontroller failure was unable to be determined. The cause of the pbm failure is due to fluid ingress. This report is being filed as part of a retrospective review of historical records.